Event description:
It was reported that a pump malfunction occurred. There was no information provided regarding any adverse impact on the customer's blood glucose level. The caller did not report or reset the pump within the last 24 hours, and they intended to follow up when further assistance was available. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.